Event description:
It was reported via a call from the respiratory therapist (rt) to the clinical support specialist (css) while in the operating room (or) department at 1515 est. Indication for use: pt is currently on extracorporeal membrane oxygenation (ECMO) awaiting open heart surgery (ohs). The rt was calling due to pressure readings on the intra-aortic balloon pump (iabp) being approx 30 points lower than the operating room monitor pressures which are monitoring a femoral arterial line. The rt confirmed that the iab was zeroed prior to insertion. The css had the rt perform a map calibration utilizing the femoral arterial line on the operating room monitor. After calibration was complete the rt stated a 30 point difference. The css did explain the difference between the iabp and the operating room monitor pressure assessment/readings, but the rt felt that there was something wrong with the pump and the pump will be switched out. The rt stated the surgeon needed assistance and had to get off the phone at this point. At 1559 est, the rt called direct back to the css and stated the pump was switched out successfully (sn# (B)(4)). According to the rt, the pressure are much more accurate. The rt had no further questions at this time. The original pump will be sent to biomed for service. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There is no delay or interruption in therapy noted. The pt outcome is the pt was unchanged during the call. Add'l info received on (B)(6) 2012, per the rt stated the pt outcome as fine.

Manufacturer narrative:
Device will not be returned for eval.